Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the unit was found to have low motor speed and was out of calibration. The motor, bearing pack, o ring, seal, reciprocating arm were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that before surgery the device needed to be re-calibrated for skin depth. At product evaluation investigation the device was found with low motor speed. No adverse events were reported as a result of this malfunction.